Event description:
07/12/2023, received response with additional information: what type of case did this occur in? - hip scope. How did the device break? - wire lasso broke while surgeon was pulling it through joint. How was the case completed? - used the same product with a new lot number. Was there any effect on the patient? - no.

Manufacturer narrative:
Additional info: b5 event updated. H6 updated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/30/2023, it was reported by a sales representative via sems that an ar-4068-90h sutur1220246-2023-07349 elasso broke. This occurred during a case, the fragments were retrieved. The case was completed. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.